Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. The patient described the area as itching red. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended powder due to the skin irritation. The outcome of the skin irritation is unknown.